Event description:
The report received from the field states that a vista brite tip guide catheter was opened and used during a planned coronary intervention. The product was inserted through a standard 6f 11cm sheath. Upon torquing, the product became separated at the level of the sheath. Further intervention was required to successfully retrieve however no patient injury resulted.

Manufacturer narrative:
The report received from the field states that a vista brite tip guide catheter was opened and used during a planned coronary intervention. The product was inserted through a standard 6f 11 cm sheath. Upon torquing, the product became separated at the level of the sheath. Further intervention was required to successfully retrieve however no patient injury resulted. No further information has been forthcoming. There was no report of patient injury. The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. The torque results were reviewed and no anomalies were found. The pull test results were reviewed and found to pass. The fusing machine parameters were reviewed and no anomalies were found. Without the return of the device the reported customer complaint of catheter separation could not be confirmed. With the very limited information it is not possible to determine an exact cause for the event, but procedural factors such as excessive torquing can lead to this type of failure. There is nothing in the reported information or the device history review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.